Event description:
It was reported that the burr became stuck on the wire. A 1.5mm rotalink plus and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca). During the procedure, the burr had run successfully for seven or eight passes with no issue. During the eighth or ninth run in the proximal rca, the device made an abnormal noise and stalled. The device then became stuck on the rotawire and the physician could not remove it from the wire. The rotawire was gripped by the rotalink. The devices were removed. Upon inspection of the rotalink plus, it was observed that the plastic sheath of the burr inside the guide catheter was split. The procedure was successfully completed using cutting balloons. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck on the wire. A 1.5mm rotalink plus and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca). During the procedure, the burr had run successfully for seven or eight passes with no issue. During the eighth or ninth run in the proximal rca, the device made an abnormal noise and stalled. The device then became stuck on the rotawire and the physician could not remove it from the wire. The rotawire was gripped by the rotalink. The devices were removed. Upon inspection of the rotalink plus, it was observed that the plastic sheath of the burr inside the guide catheter was split. The procedure was successfully completed using cutting balloons. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device analysis by MFR: the wire was received inside of the rotalink burr catheter and was removed with some resistance. While removing the rotawire, it broke 3.8cm from the distal tip of the floppy wire. The floppy spring tip is stretched at the solder. There are numerous kinks along the body of the wire.